Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Puritan bennett was not authorized to repair the unit. The customer declined repair and no parts were replaced.